Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4036 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that black substances were found between the catheter and the stylet during pre-flushing of the catheter for inspection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of black material between the catheter and the stylet was inconclusive due to the condition of the returned sample. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. Blood residue was observed inside the catheter. Unidentified material was observed adhered to the catheter shaft at the 42cm depth marking. That material is addressed in complaint (B)(4). Microscopic inspection of the sample confirmed blood residue within the catheter shaft. No black particulate was observed between the inlaid stylet and the catheter. Dust was adhered to the exterior of the catheter shaft. The blood residue inside the catheter indicated some degree of attempted device use. Such manipulation may have removed the material described in the event description. Consequently this complaint is inconclusive at this time.

Event description:
It was reported that black substances were found between the catheter and the stylet during pre-flushing of the catheter for inspection.